Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated generator changeout, the right ventricular lead was oversensing noise. The physician elected to cap the lead and replace it with a new lead on (B)(6) 2021. The patient did not experience any adverse effects before, during, and after.